Event description:
The customer reported to olympus that during the diagnostic procedure there were three needles that failed causing a 45 minute delay while the patient was under anesthesia. The first needle worked fine for a few passes and then the physician began having trouble deploying the needle. The second one was difficult to deploy from the start and actually came apart at the knob that is used to adjust the sheath length. The third needle was also difficult to deploy from the start. The condition of the patient was not impacted and the procedure was completed with a fourth needle. The outcome of the procedure was not affected and the diagnosis was made. No additional medical intervention was needed. The patients vital signs were monitored and the patient was being ventilated by the anesthesia staff. Related patient identifiers: (B)(6).